Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking. Customer's blood glucose level was 66mg/dl. Reportedly the customer reverted to using manual injections to resume insulin therapy.